Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not getting relief from the scs. The patient underwent an explant procedure. The physician did not suspect device malfunction.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.